Event description:
It was reported that during implant, the right ventricular (rv) lead appeared to have a bend during insertion. There was also a significant kink in the sheath and when withdrawing the sheath to advance the lead and the rv coil was noted to have stretched slightly. Due to the patient¿s tortuous left subclavian vein, the lead was replaced with a new lead on the right side. It was further reported that the patient experienced pacing induced cardiomyopathy. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 5867-3m adaptor, 6935m55 lead, implanted on (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Follow up was conducted and it was further reported that the pacing induced cardiomyopathy was related to the previous competitor device and not the replacement crt-d.